Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the device exhibited the fiber bonding in the outer tube area (distal end) was damaged, the outer tube has a dent, and the cover glass of the insertion section was cracked. There was no patient involvement.